Event description:
It was reported that a patient enrolled in a clinical study underwent initial left total knee arthroplasty on an unknown date. Subsequently, the patient was revised on (B)(6) 2010 due to infection. An irrigation and debridement was performed and the tibial bearing was removed and replaced. A second revision procedure was performed on (B)(6) 2011 due to infection. All components were removed and replaced with cement spacer molds.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable as the initial surgery occurred in 2000 and the revision occurred in 2010 due to infection and therefore not likely procedure or product related.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Investigation into this issue is ongoing and if additional information is received, a follow-up report will be submitted to the FDA.